Event description:
During surgery on (B)(6) 2014, the inner lumen of the endotracheal tube was herniated, decreasing the patient's oxygen level. The anesthesiologist replaced the emg flex tube with no problems to the patient. The surgery ended with no problems.

Manufacturer narrative:
The tube lumen was closely observed and no blockage was observed. There were no signs of delamination of inner coil and there were no indications of device kinking that would indicate device blockage. The electrode wires (blue and red) were found cut, likely by the customer.

Manufacturer narrative:
Export only. Not marketed or sold in the us. The device has not been returned. An evaluation/analysis of the devices cannot be performed at this time. Method: actual device not evaluated. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.